Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter pro duct ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump flipped in pocket due to weight changes, and the patient did not experiencing enough relief. A catheter dye study cds was completed and found that the catheter had migrated.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: product ID 8598a (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2025; explant date (B)(6) 2026. Product ID 8596sc (serial: hg7lkd808); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl via an implantable pump for unknown indications. It was reported that the patient was no longer receiving relief for their chronic pain. It was unknown whether there were any environmental, external, or patient factors that may have led or contributed to the issue. The surgeon was unable to aspirate the catheter. The catheter was replaced. The issue was resolved at the time of this report.